Event description:
It was reported that a right distal tibia non-union occurred. The original surgery occurred on (B)(6) 2015. Screws distal to the fracture broke prior to bone healing. On (B)(6)2015 a plate, seven (7) screws, and nine (9) screw heads were removed; two screw shafts were left in bone. The non-union was revised with anterolateral plate. This report is for nine unknown screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
This report is for nine unknown screws/unknown lots. It was reported the screws are a combination of 2.7 va locking screws and 3.5 cortex screws. Seven screws were explanted on (B)(6) 2015; two screw heads were removed on that date and two screw shafts were not explanted and remain in the patient. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.